Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, the patient underwent surgery. Post-op, the set screws loosened and were detached from the pedicle screws. Hence, the patient underwent revision surgery in which these set screws were explanted.

Manufacturer narrative:
Product analysis: starburst wear marks and material debris around set screw node suggest rod cyclic movement and associated wear has materially compromised witness marks and node height. The implant has been returned in a condition unsuitable for analysis.